Manufacturer narrative:
It is unknown if the unit has been repaired, not enough information is available to determine the root cause of the reported issue. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported it is unknown if the device was in use on patient, but there was no patient harm reported.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported it is unknown if the device was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.